Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, a scratch from the root of the haptic to the front of the center of the optical section was confirmed after implantation. The surgery was completed without product replacement. The sample is not available for return as it was still implanted in the patient's eye. Additional information has been requested and received that the surgeon suspects both iol and cartridge and requested the investigation of cartridge too. No health hazard at this time.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. A video was provided. The lens and cartridge preparation for the implantation is not provided. The cartridge comes into the picture with intraocular lens (iol) advanced into the mid-nozzle area, the lens appears to be positioned correctly for the advancement. The cartridge tip is inserted into the incision and the lens is implanted. As the lens unfolds, a line/ mark is observed over the optic area, the mark start at the gusset area and extends into the mid-optic area. The mark appears to be on the posterior surface. Attempt on the removal of the mark/line is unsuccessful. Based on our observation of the attached video, a mark/line is visible over the iol. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).